Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device fractured. Attempts to obtain additional information have been made; however, no more is available at this time

Manufacturer narrative:
(B)(4). Reported event is considered confirmed as the returned tasp device was fractured. DHR was reviewed and no discrepancies were found. The root cause is considered to be misuse as the surgeon impacted the tasp during the procedure. Visual examination showed signs of repeated use and anterior section of post has been fractured off. A previous investigation concluded that the reported event was due to bending/torsional loading on the device. This tasp was manufactured before the design modification to prevent fractures. The likely condition of the part when it left zimmer biomet control is considered conforming based on the product's field age and the DHR review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported during a total knee arthroplasty that the instrument fractured when the surgeon struck it with the mallet.